Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a pump had a no disposable alarm. The settings were reviewed. The patient was not able to restart, or able to power off the pump.. Instructed the patient to clamp the tubing closest to the port, remove batteries, remove cassette, massage tubing to dissipate air bubbles, reattach cassette, power pump on, and start the pump. The pump screen read run. The patient was not harmed. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.